Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to spinal degeneration. Intra-op, the thread of the set screw slipped. The set screw was then completely explanted. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: visual and macroscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas head and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.